Manufacturer narrative:
Patient weight not available for reporting this report is for an unknown 2.7 mm locking screw. Date of implant reported as approximately two years prior to removal. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date reported as approximately two years prior to removal. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during hardware removal, as one of the 2.7 mm locking screws was backed out of the olecranon plate, it broke at the head. The broken pieces were retrieved. Nothing was left behind in the patient. There was no reported surgical delay. Hardware removal is addressed in (B)(4). This report addresses the broken screw head. Concomitant devices report: 2.7 mm/3.5 mm va-lcp x-articlr proximal ulna pl 6h/rt/131 mm (part 02.107.406, lot 9905377, quantity 1). This report is for one (1) unknown 2.7 mm locking screw. This is report 1 of 1 for (B)(4).